Event description:
It was reported that the customer was hospitalized for low blood glucose level of 48 mg/dl. Troubleshooting was performed and a review of the insulin pump settings revealed, customer gave herself a manual bolus prior to being hospitalized. No other info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.